Event description:
It was reported that during to a cryo ablation procedure, a kink was observed in the tubing under the balloon followed by a system notice was received indicating that the safety system detected a compromised outer vacuum. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary data files were received and analyzed and confirm system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ on 05 january 2017, the date of the event. The files showed at least two injections were performed with this catheter. The product was received and analyzed. Visual inspection of the catheter showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 2 injections on date of event. The catheter passed the performance test as per specification. The catheter passed the electrical continuity test. Pin-to-pin impedance measurement did not show any fluctuation. The dissection/pressure test did not show any obstruction or leak that might have caused the system notice 50032 (outer vacuum compromised). Dissection also showed a guide wire lumen kink inside the balloons at 1.32 inches from the tip. Pressure test of the guide wire lumen did not show leaks. The reported system notice (B)(4) issue was not reproduced through testing but confirmed through data analysis. The catheter failed the inspection due to a guide wire lumen kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.